Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported a revision surgery occurred on (B)(6) 2020 due to a screw of fixator that broke post-operatively. The original implant date and surgery was (B)(6) 2020. The revision (B)(4) was successfully completed. Concomitant device reported: unk - screw (part# unknown; lot# unknown; quantity: unknown). This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: a review of the device history record. Device history lot part: 394.055, lot: 1l31117, manufacturing site: bettlach, release to warehouse date: 05. Sep. 2018. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. H3, h6: investigation summary: pre-investigation statement: as described in the complaint description it was reported that the "screw of fixator broke at patients home". After reviewing the received material, no breakage could be identified. Moreover, the locking nut is missing. Hence, the device likely fell apart due to the missing nut component and not due to breakage. Based on that fact, flow chart "device interaction/functional" will be selected. Investigation site: cq zuchwil, selected flow: device interaction/functional. Visual inspection: the returned device was received at zuchwil customer quality disassembled in three pieces and missing the locking nut which retains the center pin. There are some glue residues on the thread visible. Functional test: could not be performed due to the missing part. However, functional test was performed per 100% at the time of manufacturing according inspection sheet, se_084390 revision ad, with no non-conformities documented. Dimensional inspection: could not be performed due to the missing part. Document/specification review: the manufacturing review shows that the production procedure was according to the specifications and there were no issues that would contribute to this complaint condition. Inspection sheet, se_084390 revision ad. Summary: our investigation has shown that the complaint condition for the received material is confirmed. Because of the missing part, it was not possible to perform a functional test and dimensional inspection. The microscopic observation, shows remaining glue residues on the screw showing that the joint was assembled correctly at time of manufacturing. This and the findings above let us exclude a manufacturing related issue. Unfortunately we are not able to determine the exact reason for this occurrence, but we have to assume the nut got lost after the device was disassembled. During the investigation, no product design or manufacturing issues were observed that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Updated event description: unk - ex.fix clamps ( part# unknown,lot# unknown,quantity# unknown). This complaint involves one (1) device.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event . Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.